Event description:
A medtronic representative reported the tightening mechanism on a vertek arm no longer tightens properly. There was no patient present.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern.return of suspect device to the manufacturer for evaluation is not expected, per the site.